Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, there was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer has a broken microswitch. There were no reported adverse events.